Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device hadn't been working for at least a year, and the batteries were dead. The caller didn't have any further information and didn't know if the patient was referring to their ins or programmer. It was suggested to clarify with the patient what isn't working and to attempt to interrogate the ins with the programmer. It was reviewed that if the patient indicated it was the ins that was not working, they may not be able to communication with it and won't have visual confirmation as to the status of the ins. Additional information was received on (B)(6) 2018 from a healthcare provider indicating that the representative came by while they were in between cases and interrogated the ins, turned it off, and left. The healthcare provider reported they didn't know the cause, but they were able to turn off the ins for the scan. The healthcare provider reported that the batteries were dead in the programmer and the patient didn't use the ins because it ¿doesn't work/help with symptoms anyway.¿ no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.